Event description:
It was reported to boston scientific corporation that a wallflex covered rx biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture within the common bile duct due to pancreatic cancer. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent was fully deployed at the target site and the stent was noted to be properly expanded. However, when the physician attempted to remove the delivery system, the inner lumen of the catheter became stuck inside of the stent. The physician attempted to close the outer sheath over the tip of the device but was unable as the inner catheter was stuck within the stent. The stent prevented the outer sheath from closing completely. As the physician withdrew catheter, the stent was pulled through the common bile duct. The physician was able to fully release the stent from the delivery system by sliding the handle on the delivery system several times. The outer sheath was then closed over the tip and the delivery system was removed from the patient. As the stent was not correctly positioned, the physician removed the stent with rat-tooth forceps. The procedure was completed with another wallflex covered rx biliary stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The reported event of stent positioning issue. Reported event of catheter difficult to remove. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.